Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was explanted and replaced due to lead dislodgement caused by twiddlers syndrome. Patient condition is good.